Event description:
Additional information: per the clinical review on 26-may-2016: clinical services (cs) spoke to the perfusionist (ccp) in regards to their observations. The ccp has used the blood parameter monitor (bpm) unit for a number of years and she has other bpm units at the hospital. This is the only unit exhibiting this behavior, partial pressure of carbon dioxide (pco2) drifiting, and it occurs every case. The bpm unit was gas calibrated every case with the 540 calibrator. The ccp stated they use plasmalyte in the prime and they add sodium bicarbonate (nahco3) as an additive. They carbon dioxide (co2) flush their circuits prior to fluid priming and they actively blow off co2 during priming. The nahco3 addition to the prime and blow off of the co2 is performed to raise the prime ph above 7.0. After the initial in-vivo and adjustment to their I-stat point of care (poc) device, the pco2 measure behaves as expected. After being on cardiopulmonary bypass (cpb) for about an hour, they notice the pco2 begins to trend higher than the laboratory analyzed value. The pco2 is adjusted per additional in-vivo calibrations with the I-stat and within just a few minutes after, the bpm unit's pco2 begins to drift higher (as much as 10 mmhg higher than the I-stat). This behavior is observed every case with this specific monitor, but they do not observe this behavior with their other bpm units. They do not observe error codes and do not have issues with the other bpm unit parameters. They continue to use the monitor, as other parameters are acceptable. Cases are completed successfully, without delay and without associated blood loss. There has been no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. During central engineering blood loop testing, the monitor passed within the required accuracy claims. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). No specific date known, as this has been an ongoing issue for approximately two weeks. Per ccp: noticed the bpm unit was reading pco2 too high, so we went by the readings from the I-stat; there were no error codes observed; we usually prime with plasmalyte and we do add bicarbonate; we blow off co2 before priming, and the shunt sensor does get prime circulated through pre-bypass one to two hours.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (during rewarm), the partial pressure of carbon dioxide (pco2) has been trending high on the blood parameter monitor (bpm). The device was not changed out, as they ran some blood gases with the I-stat. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The monitor was sent to central engineering for further evaluation.